Event description:
It was reported that this tachy lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this tachy lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was not able to rescue patient during the defibrillator threshold. Also, this lead was disposed of by the hospital. Subsequently, the lead was attempted to reverse polarity and was repositioned, but dft still failed. Also, using a dual coil was successful.